Manufacturer narrative:
Product compliant: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. D.4: the product lot number is not available / not reported. Therefore the expiration date of the device is not known. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, after unpacking and before use of a cerebase guide catheter distal access (gs9090sd, lot unknown) the heath care professional (hcp) noticed that the tip of the dilator was cut off and therefore very sharp. The hcp was therefore unable to use cerebase on the patient. No patient impact.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, d4, g3, g6, h2, h4, h7, h9, and h10. Section b5: additional event information was received on 22-jan-2024 indicating that the product lot number is 31174928. There was no damage noticed to the device during the prepping. The product had not been re-shaped after removal from packaging. The device was stored and handled per the instructions for use (IFU). Section 9: FDA correction/ removal reporting no. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, after unpacking and before use of a cerebase guide catheter distal access (gs9090sd, 31174928), the heath care professional (hcp) noticed that the tip of the dilator was cut off and therefore very sharp. The hcp was therefore unable to use cerebase on the patient. No patient impact. Additional event information was received on 22-jan-2024 indicating that there was no damage noticed to the device during the prepping. The product had not been re-shaped after removal from packaging. The device was stored and handles per the instructions for use (IFU). The device was not received for analysis; therefore, no product investigation can be performed. A manufacturing record evaluation was performed for the finished device 31174928 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.